Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, and leak and functionally tested. It was noted that its tubing was not returned for analysis, as it was cut down to the pump block. The pump passed leak testing; however, it did not pass functional evaluation due to failure of the activation test. The cylinder was microscopically inspected and tested for leaks. Microscopic examination revealed wear at a fold in the middle and proximal end of its body. In addition, a hole at the corner of a fold in the proximal end of the cylinder was identified., which resulted in a small leak at the same location. The kink resistant tubing (krt) of the component presented a hole from fatigue, which also led to a leak. Based on the information available and analysis results, the pump not passing the functional test and the findings identified in the cylinder and its krt could have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis right cylinder and pump were removed and replaced due to a hole in the right cylinder. No patient complications were reported.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis right cylinder and pump were removed and replaced due to a hole in the right cylinder. No patient complications were reported.